Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was dim even when the highest brightness level was set. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with the part information for the user interface (ui) assembly w/out navigation ring (nav-ring). This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 28oct2025, 10nov2025, and 17nov2025 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.